Event description:
Follow up with the patient's treating neurologist and surgeon was again performed on (B)(6) 2012. The neurologist had not seen the patient since the appointment in (B)(6) when the device was disabled and was unable to provide any additional information. The surgeon also had not seen the patient since (B)(6) and at that time, there had been no interventions for the vocal cord paralysis. No additional information was provided.

Event description:
Programming history was received and reviewed on (B)(6) 2012. The last available programming history for the patient was from (B)(6) 2012, which did reveal that the generator was disabled as initially reported. Diagnostics were also performed on (B)(6) 2012, which indicated a dc/dc = 0 and end of service. The explanted lead and generator were discarded following surgery. The patient was seen again by the surgeon approximately 2 weeks post-surgery and at that time was said to be doing great, however no other information was available.

Event description:
It was initially reported that the patient was scheduled to see a surgeon due to an issue with his vns. It was reported that the patient picked up a 40lbs bag of dog food and started feeling his device "going off", so the patient went to a nurse practioner who disabled the device. Additional information was later received indicating that after picking up the 40 lbs bag of dog food, the patient started experiencing continuous stimulation. The patient then went to the nurse practitioner who disabled the device. X-rays were also performed and sent to the manufacturer for review. Ap and lateral chest and neck x-rays for the patient derek thomas dated (B)(6) 2012, were reviewed. The generator is present in a normal orientation in the left chest. The connector pin appears to be fully inserted inside the connector block, and the generator feedthru wires appear to be intact. The electrodes appear to be in alignment. No gross lead discontinuities or sharp angles appear to be present. The lead wires appear to be intact at the connector pins. There was some lead behind the generator that could not be visualized. There were no issues identified in the x-ray images provided that would explain the patient's reported events. It was then reported on (B)(6) 2012, that following the disablement, the patient started experiencing other issues including a slight increase in seizures- below baseline, pain and stinging in the neck, hoarseness, gagging and choking. These issues were reportedly constant and only started following the disablement. Diagnostics were not performed at that time as the generator was unable to be communicated with (this will be reported under medwatch # 1644487-2012-01396). It is also unclear at this time if the device was actually disabled as previously reported. On (B)(6) 2012, it was reported that the patient had been diagnosed with left vocal cord paralysis by an ent. Follow up revealed that the vocal cord paralysis was a new issue which only developed following the initial report. It was also indicated that the patient was still experiencing shocking sensations however they were reportedly less frequent and not as intense. The patient then underwent a full revision on (B)(6) 2012. During the revision, a new generator was tried which in turn revealed high impedance. Therefore the lead was replaced. Attempts for product return and additional information pertaining to the issue are underway.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.